Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, lot# j0056662r, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration/dose/frequency via an implantable pump for spinal pain, non-malignant pain and failed back surgery syndrome. It was reported the patient had "severe morphine withdrawal" and was "shaking" on the bed. The healthcare provider (hcp) performed exploratory surgery. They thought the catheter had detached or developed a kink in the line. During the surgery, they discovered a "blockage" at the spinal end of the "shunt" and the catheter had to be replaced. It was noted, after completing two weeks of recovery, the patient was having symptoms of withdrawal again. On (B)(6), the symptoms considerably worsened over time. A manufacturing representative was called, and a "roller dye test" was performed. The results were negative for any issue. The reporter was told the manufacturing representative ran extensive tests, but failed to reveal any problems. According to the reporter, the hcp noted difficulty drawing back the drug during a dye study. It was noted the patient was not experiencing pain relief, and therefore the hcp concluded the catheter had developed another "blockage." The catheter was then replaced. This was noted to be a gradual change in therapy/symptoms. The reporter was to follow-up with the hcp to discuss concerns. Additional information was later noted that the patient had experienced full withdrawal when the catheter line came off from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.